Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found a plunger clamp in the reported problem area of the pipette assembly needed to be replaced. The plunger clamp and all the lld contact springs were replaced. The instrument was tested without further problem and returned to service.